Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019, there was a detached sensor wire. The sensor was inserted into the abdomen on (B)(6) 2019. No product was provided for evaluation. Confirmation of the reported detached sensor wire could not be determined. A probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and failed due to detached sensor wire. The allegation was confirmed. The probable cause could not be determined post investigation.